Event description:
The customer contact reported during testing at the user facility, it was noted that the device touchscreen was out of calibration. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device touch-sreen was out of calibration. This was due to a damaged touchscreen. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.